Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 6.0mmx150mmx150cm sterling balloon catheter was advanced for dilatation. However, during fourth inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient was in good condition.